Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the c-arm failed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. Investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that the system detected an issue with the motor controller module (mcm4) of the stand. As a result, movement of the c-arm was not possible and table movement was only available in override mode with reduced speed. Upon investigation the customer service engineer found the mcm4 of the stand without power. Therefore, a hardware issue (bad contact of the mcm4 fuses) could be identified as the relevant root cause. After the fuses on the mcm4 were removed and replaced the system recovered. No further parts were exchanged. This kind of issue occurs very rarely and the occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event.